Manufacturer narrative:
(B)(4). Physio-control evaluated the device but could not reproduce the reported issue. From the downloaded electronic patient record it was observed that the device had indeed powered off. During device evaluation, physio observed that one of the internal battery connectors was loose. Physio therefore decided to replace the device's rear case (including all battery connectors). Proper device operation was then confirmed through functional and performance testing, and the device was returned to the customer.

Event description:
The customer contacted physio-control to report that their device automatically powered off when they transferred patient data from the device with bluetooth. The reporting paramedic mentioned that the reported issue did not influence the patient's treatment; there was no adverse patient outcome.